Event description:
Diagnosis of bilateral renal dysplasia. Commenced dialysis. Two weeks later the free t4 (pmol/l) (ref 11-22) was 14.5, the tsh (mu/l) (ref 0.3-3.8) was 1.22, and the plasma iodine (ref. 0.23-0.63) was tnp. Four weeks later, the free t4 was tnp, the tsh was tnp, and the plasma iodine was 5.79. Four weeks later, the free t4 was 10.6, the tsh was 1.9, and the plasma iodine was 3.69. Two weeks later the free t4 was 14.1, the tsh was 4.1, and the plasma iodine was tnp. One week later the free t4 was 14, the tsh was 0.91, and the plasma iodine was 3.02. The pt had no exposure to iodinated contrast media before iodine concentrations assayed. Pt left dry during the day. The drain fluid is mainly clear although betadine can be seen flowing in the tube of the initial cycle.